Event description:
It was reported a patient had posterior l2-s1 fusion with synthes universal spine system dual opening system on an unknown date in (B)(6) 2012. On an unknown date about two weeks prior to (B)(6) 2014 the patient bent over and he heard and felt something. The patient returned to the clinic and upon examination, the surgeon observed the bilateral rods had broken just above the l4 screws; he also diagnosed a l3-l4 non-union. The patient was returned to the operating room on (B)(6) 2014, where the surgeon removed all universal spine system dual opening hardware from the 2012 surgery. He placed new, larger universal spine system dual opening screws and two new rods, and connected the construct. While inserting the new screws, the surgeon required a lot of torque to place them properly. While placing the left s1 screw, the hook/screw holder with 4.0 millimeter hex (part number 388.612) broke off in the screw. The broken fragment was retrieved from the screw easily. There was about a 10 minute delay in the procedure. The surgery was successfully completed. The patient status/outcome following the procedure was not provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the hook and screw holder shows wear and tear allover. The hex of the sleeve is broken off at the diameter 7mm. The broken off part is available for investigation. The pin is slightly bent at the thread m2.5. The laser etching is readable. The device was produced and distributed in may 2003. The hook and screw holder shows wear and tear allover. The hex of the sleeve is broken off at the diameter 7mm. The pin is slightly bent at the thread m2.5. The manufacturing review shows that there was one mrr (B)(4) for (B)(4) parts with nicks on sleeve 388.612.2. These two parts were deemed conforming with rationale that they are within the acceptance criteria. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The fracture face is homogenous, which indicates material conformity. This is indicative of breakage caused is a mechanical overload situation. Therefore this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records indicates there was one mrr 43572 for 2 parts with nicks on sleeve 388.612.2. These two parts were deemed conforming with the rationale that they are within the acceptance criteria. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: a product development event evaluation was performed. The hook/screw holder with 4.0mm hex (388.612 lot#4523213) was returned and arrived with the hex head sheared off. This is a result of the application of a torsional force which exceeded the ultimate shear strength of the hex. The torque required for this failure was calculated at 22.7 n-m. Drawings for the hook/screw holder were reviewed as a part of this evaluation. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The hook/screw holders were found to have met the drawing specifications. After reviewing the related product drawings, the complaint is deemed to be indeterminate from a product design perspective. The complaint description states that ¿while inserting the new screws, the surgeon required a lot of torque to place them properly¿. The application of excessive torque directly led to both instrument failures. The need to apply excessive torque could be caused by high bone density which would require extra force to seat the screw in the patient¿s pedicle. It is also possible that the pedicle was not prepared properly, causing a situation which necessitated excessive torque to insert the screws. As additional information as to the preparation of the patient¿s pedicles was not provided, the complaint is considered indeterminate.